Manufacturer narrative:
The consumer information has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer alleges injury occurred when her pride pursuit went into a free wheel condition on a hill. The unit was allegedly in drive mode at the time it began to speed down the hill.